Manufacturer narrative:
A ge service rep performed an onsite investigation. The connection on the 5v power supply was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was intermittently unable to perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.